Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report willbe submitted if the meter is returned. Customers and retailers have been informed.

Event description:
The customer reported feeling "sick in the stomach" and tried to test their blood glucose level, but kept receiving an error 4 on the display of their freestyle flash meter. The customer ate crackers to relieve the symptoms and did not seek third party medical intervention. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death or serious injury.